Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023, which is off-label usage of the device. On (B)(6) 2023, it was reported that the patient¿s cgm was reading 78 mg/dl and the bg meter was reading 38 mg/dl. The patient was experiencing dizziness and eventually lost consciousness. The patient¿s wife treated the patient with a glucagon injection. There was no documentation that the patient was transported to the hospital. The patient was in stable condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.